Manufacturer narrative:
This report is submitted on august 30, 2022.

Event description:
Per the clinic, the patient experienced an infection 1 month post-implantation and was treated with oral antibiotics (date not reported). The symptoms resolved, and the implanted device remains.